Event description:
It was initially reported that the haptic on the intraocular lens (iol) detached during insertion and was removed during same surgery. In follow-up with the surgeon, he stated the lens was removed during secondary surgery 2 days after initial implantation, and replaced with another iol.

Manufacturer narrative:
The lens was inspected and showed one broken haptic, second haptic was missing. Device history records were reviewed and no deviations or assignable cause in the manufacturing process related to the detached haptic were found. The results of the inspections performed at different stages were within product specifications. While we were unable to determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.